Manufacturer narrative:
Could not verify customers complaint of excessive heat because the pre-temp test cannot be performed. The handpiece would not run motor as the motor seized. Disassembled housing and found the seals were worn. In addition, the bearings and motor were corroded due to dried saline. The seal, bearings, motor and cable were all replaced. Handpiece was repaired, cleaned, tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device stalled and overheated. There was no patient impact.